Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 150 mg/dl. The customer stated that the cause of the alarm may be sweat. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was transfer to helpline to report battery out limit.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No battery alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.